Manufacturer narrative:
A patient's ipg was inoperable was reported to abbott. As a result, the patient's ipg explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention was not performed on the patient's scs leads. The procedure was to explant an inoperable ipg. The patient did not experience a serious injury regarding the leads and are no longer reportable events.

Manufacturer narrative:
A patient¿s system was explanted for unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The UDI is not provided as the device was manufactured prior to the requirement.

Event description:
Reference manufacturer numbers: 1627487-2021-01354, 1627487-2021-01355. It was reported that the patient may undergo an explant for an unknown reason. Attempts have been made to obtain further information. Since it is not known which device contributed to the issue, all possible devices are being reported on.